Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same. Returned to manufacturer. Corsair pro xs (MFR report #:3003775027-2022-00047), corsair pro, and gaia second (MFR report #:3003775027-2022-00063) were returned for evaluation. Tip separation was confirmed on the returned corsair pro xs; the entire tip was missing. Shaft strands proximal to the torn end of the tip was disarranged due to accumulated torsion. Microscopic observation of the tip torn end found that the inner jacket was gathered inward to narrow the catheter lumen. This finding suggested that the tip was torn off by torsion. The shaft proximal to the tip torn end was scraped likely by contacting calcium. The returned gaia second and corsair pro were fused. Approximately 48mm of the distal gaia second was out of the corsair pro tip. On the tip of corsair pro, two bulges were found. From the distal bulge, the tip was stretched distally. The very distal end of the tip was missing. At the torn end of the corsair pro tip, multiple cracks due to stretching of the tip polymer were observed. This indicated the tip was torn off by tensile stress. Distal to the corsair pro tip, the coil of gaia second was unraveled. The unraveled coil was found fractured. The fracture end of the coil was twisted and had a flat fracture surface, indicating torsion had contributed to the coil fracture. X-ray observation was performed to observed two bulges on the corsair pro tip. Under both bulges, loosening of the coil was confirmed. It was likely that fusing of corsair pro and gaia second was due to loosening of the coil. At proximal bulge, the proximal side of the fractured coil was found. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion generated with torquing manipulation in attempts to cross the heavily calcified cto had most likely contributed to tip separation of corsair pro xs. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement by the lesion. As for fusing of the corsair pro and gaia second, it was possibly attributed to coil loosening of gaia second that was likely caused by wiring through the lesion and also led to coil fracture. Due to loosened coils resistance between the two devices increased. The corsair pro tip was also assumed to be caught by the lesion. Upon removal of gaia second and corsair pro, the trapped tip of corsair pro was stretched and eventually torn off. It was concluded that this event was not attributed to product quality. Although there were no known adverse patient effects, the returned corsair pro had a missing piece; therefore, a possibility could not be completely ruled out that the missing fragment could be left in patient anatomy. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: do not use this microcatheter in advanced calcified lesion. If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects]: separation.

Event description:
It was reported that the tip of an asahi corsair pro xs microcatheter had detached during a percutaneous coronary intervention (pci) to treat a heavily calcified chronic total occlusion (cto) in the proximal left anterior descending artery (lad). The operator first used an asahi corsair pro microcatheter with an asahi gaia second guide wire to advance through the cto lesion. Gaia second wire successfully tracked towards the lesion. The operator attempted to advance the microcatheter but failed to do so. When the operator tried to exchange corsair pro to corsair pro xs, gaia second was stuck inside corsair pro and it was unable to exchange. The whole microcatheter system was removed. The operator then used corsair pro with an asahi sion blue guide wire for his second attempt. Sion blue successfully tracked toward the channel. When attempted to advance corsair pro xs, the microcatheter was not advancing. The operator tried to advance the corsair pro xs multiple times. He then decided to remove the microcatheter; however, the radiopaque tip was separated from the shaft. It was found out during fluoroscopy. The case was abandoned. The separated tip was firmly lodged in the cto lesion and left in situ. The patient was haemodynamically stable after the procedure.